Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " about false positives."

Manufacturer narrative:
H6: investigation summary a complaint of "false positives" was received against material number: 441385 instrument top bactec fx, serial number: ft3383. The complaint is not confirmed because no issues were found with the instrument and the issue was a one time occurrence. The root cause is unknown. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 8/20/2014. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history record review revealed no previous complaints for this issue. No new risks or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "about false positives".